Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the ptfe pad of the subject device was worn away, and separated. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the ptfe pad of the subject device was worn and separated, because the doctor activated output in seal and cut mode without grasping anything. The instruction manual of the subject device warns; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this supplemental report is required on december 21st, 2015. This is a supplemental report for MFR report # 8010047-2015-00439 to correct lot.#.

Event description:
It was informed that the ptfe pad of the subject device was separated during a nephrectomy. The doctor completed the procedure with another device. There was not pt injury regarding this report.